Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk ICD, implanted: (B)(6) 2010, product ID: mcs-p3-31-aoa-us, transcatheter valve, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead had been previously turned off and during a routine generator change out procedure attempts were made to program around the stimulation. However, the attempts were not successful so the lead was capped and was not replaced. No further patient complications have been reported as a result of this event.